Event description:
It was reported the pt stopped receiving stimulation. An sjm representative attempted to troubleshoot the issue, but the charger and programmer could not longer communicate with the ipg. As a result, the ipg was explanted and replaced. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.